Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) could not be turned on to use the device. It was noted there was less liquid in the reservoir. Upon removal, the reservoir was found to be damaged and needed replacement. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The flat reservoir was microscopically inspected and had wear at a fold and a hole at the corner of a fold in reservoir shell. The reservoir did not pass the leakage testing. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) could not be turned on to use the device. It was noted there was less liquid in the reservoir. Upon removal, the reservoir was found to be damaged and needed replacement. The ipp was explanted and replaced. There were no patient complications reported.